Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition. Functional testing found the problem was replicated. Leaking can be heard. The complaint was confirmed. Root cause was attributed to the oxygen supply line becoming dislodged from the oxygen supply indicator. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Reconnected supply line to the gas supply indicator. No further leaking issue noted. Device passed all testing requirements after the completed repairs.

Event description:
It was reported that the device had an internal leak. Patient involvement is unknown.